Event description:
The pt had been receiving therapeutic effect from their device up until he had orthopedic surgery in 2009. The pt experienced increased tone and clonus. He was evaluated at the clinic and x-ray was done the following month which showed a disconnection of the catheter segment at the spinal site where the connector pin exists. The decision was to do a catheter replacement. The catheter was replaced nineteen days later, from a cervical approach; threading the catheter retrograde and tunneling the catheter down to the right flank and then subsequently over to the right abdomen. The pt's pump was explanted as well even though there was 25 months of battery life left on the existing pump. The pt had six surgeries in the previous year and the physician wanted to circumvent the pt from having another surgery to replace the pump in 2.5 years. The distal segment of the catheter that was originally implanted in 2005 remained in the pt due to the fact that the spine was covered by rods and screws and was not accessible to explant. The pump was replaced, primed and programmed. The neurosurgeon thought that the catheter got disconnected during the orthopedic surgery, the pt had done. It was unclear if it was a disconnection from the pin connector or an actual cut by a scalpel or a break. The new catheter was implanted at the cervical spine area and subsequently tunneled beneath back to the abdominal incision site and then connected to the new pump. The medication being delivered via the device system was baclofen.

Manufacturer narrative:
.